Event description:
Lf dispatch reports via e-mail per biomedical engineering, this unit has been bursting syringes. He stated an incident happened yesterday and last week with this injector, but could not specify event date. Customer also stated that a technician was contaminated with contrast and blood, but there were no injuries to pt/ operator. Follow-up by pm 2008: hcp states that they only use prefilled syringes so the correct faceplate was used. Two incidents with two illumena injectors. Injection protocols were 1000 psi, 6 fr catheter, 12cc/sec for 25cc. One syringe had the tip break off allowing contrast and blood to spray out. Personnel were wearing protective gowning. No reported injury.

Manufacturer narrative:
Field service engineer could not duplicate problem of bursting syringes. Fse verified pressure calibration per illumena service manual # 900955, chapter 6. Fse also ran tests with customer supplied 75 ml prefilled syringes lot # p303a, and verified injector pressure limits were reached without any problems. System returned to full service by the customer.